Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis with subsequent hospitalization. There are no culture results to confirm the type of bacteria. Based on the available information the origin of the peritonitis cannot be concluded.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 for an infection related to pd therapy. Upon follow up with a peritoneal dialysis registered nurse (pdrn) at the patient¿s pd clinic, it was reported that the patient was seen in the pd clinic on (B)(6) 2019. The patient¿s white cell count was normal and the patient did not report any symptoms. On (B)(6) 2019 the patient presented to the emergency room (ER) for unknown signs/symptoms. The patient was admitted to the hospital on (B)(6) 2019 and diagnosed with peritonitis. The patient¿s pd effluent culture results were not available. The patient was treated with antibiotics (type, route, dose, frequency and duration unknown). The patient was discharged (B)(6) 2019.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.